Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54.4mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal aortic neck measured between 36-39mm in diameter and the aneurysm started just below the left renal artery (2cm below). The common iliac and distal aorta was heavily calcified. Both iliacs were also very tortuous. The physician stated that the patient was not a surgical candidate. It was reported that during the procedure the physician elected to implant the endurant bifur (left side) low and build up with a 42mm thoracic cuff. The endurant bifur was delivered with great difficulty due to the tortuosity of the common iliac. Downward tension had to be applied to keep the graft from riding up during deployment. The gate was cannulated easily. The physician used the buddy wire technique with 2 wires and successfully placed and deployed the bifur (3cm below the left renal). A valiant was selected and 3cm were removed off the graft in order to use it as a proximal cuff. The physician had difficulties again delivering the valiant device due to the tortuous and calcified iliac. Once again the physician used the buddy wire technique but also this time had to deal with the small distal aorta that had the endurant bifur in place. With difficulty the valiant proximal main was placed below the renal arteries and deployed. During deployment a great deal of downward pressure was needed to keep the graft from riding up with all the resistance on the system. When the valiant delivery system was removed it was discovered that the nose cone of the delivery system was still inside of the gate. The physician tried to advance a 22 fr sheath up to the nose cone but was not able to advance it past the common iliac. A 10 fr sheath was also unable to advance past the tight distal aorta and endurant limb to get below the nose cone in the gate. After several attempts and after ballooning with a 12 mm balloon in the distal aorta and into the gate the physician was able to advance an 11 fr sheath through the 22fr sheath up to just below the nose cone and pass a snare through the 11fr sheath and snare the nose cone. The nose cone and sheaths were removed successfully, leaving the guide wire in place. The ipsilateral limb and contralateral limb were extended with endurant grafts. Both grafts were ballooned with a reliant balloon. Upon the final angio it was discovered that the lowest (left) renal was covered by the graft. The physician beliefs that while applying all the downward tension needed during deployment the device wasn¿t coming down as much as the aorta itself moving due to the calcified iliac and tight aortic bifurcation. The graft was able to be moved slightly downward by inflating a reliant balloon and applying downward pressure. Filling of the renal was seen when injecting downward with a catheter; however, the graft was over the origin. The groins were closed without incident and the patient continued to make urine and was stable. The following day it was reported that the patient had elevated creatine with left side pain which was consistent with a kidney infection. The patient was put on bicarbonate per renal protocol and getting better. No additional clinical sequelae were reported. A review of a single still angio image pre-implant show a large diameter neck, greater than 35mm. There appeared to be significant thrombus within the aaa sac and the iliacs were severely tortuous bilaterally. Single post-implant still angio image showed that the valiant was placed just below the renals and the endurant bifurcate was 3-4cm below the renals. No endoleak or any stent graft issues were seen.

Manufacturer narrative:
(B)(4). Method: still images. Results: arterial occlusion, infection. Anatomy related; heavily tortuous and calcified arteries. Cause of infection is unknown. Conclusion: anatomy related; heavily tortuous and calcified arteries. Cause of infection is unknown.